Event description:
It was reported when using the pyxis medstation es system that it had a smart remote manager multiple failures. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the smart remote manager failure. The field service engineer verified and confirmed that the issue had been resolved. The system functioned as intended after the field service verified the device.